Event description:
A manufacturing representative (rep) reported that a patient's implantable neurostimulator recharger (insr) is "doing the same thing" it was doing before and needs to be replaced. Later, on (B)(6) 2016, the patient reported that the connector pin broke off and it is still stuck in the isnr. The patient was not able to pull it out. There was no out of box failure reported. There were no patient symptoms reported. The patient was returning the insr and a new one was sent to the patient. The implantable neurostimulator (ins) was indicated for parkinsons dual/movement disorders. Additional information from the patient reported that on (B)(6) 2016 they were unable to charge and kept getting the reposition antenna screen. The patient was able to connect with their patient programmer just fine and the programmer showed that the ins battery was low. The patient reported tremor symptoms. There were no reported falls or medical procedures and symptoms were not sudden. It was noted the patient recharged on the monday prior to the report and the battery was full at that time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on 2016-aug-19 reported that the patient is still continuing to have the same issues when recharging the implantable neurostimulator (ins), and that they are getting nothing on the insr screen. Replacements of all recharger equipment was requested.

Manufacturer narrative:
Analysis of the desktop charger s/n (B)(4) determined that the connector pin was bent. For the dtc, the eval code-conclusion was not yet determined; a supplemental report will be submitted to reflect the updated eval code-conclusion assignment once a determination has been made.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, lot# unknown, product type: recharger.

Event description:
Additional information received from a consumer reported the patient was seen in the clinic last (B)(6) and a manufacturing representative was there. The manufacturing representative fixed the issue, but now the patient was having the same issue as before. The recharger was not connecting even after turning the antenna dial. The patient kept getting a reposition the antenna screen. The reporter was not sure what was done at the clinic to get the device working. The patient's implantable neurostimulator (ins) was at 50 percent charged and the last time the patient went nine days with severe tremors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.